Event description:
Boston scientific crm received information that the pt with this cardiac resynchronization therapy defibrillator (crt-d) expired. The cause of death was unk. It was reported by the pt's spouse that the device malfunctioned.

Manufacturer narrative:
Should additional information become available, this report will be updated.